Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Review of lot f1715902, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a 6f/7f mynxgrip vascular closure device (vcd) was deployed "normally"; however, the plug was out of body.

Manufacturer narrative:
This report is being submitted as a correction to describe event or problem.

Event description:
It was reported that a 6f/7f mynxgrip vascular closure device (vcd) was deployed "normally"; however, the plug was out of the body. The product was stored as instructed per labeling. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The patient was not thin and did not have shallow vessel depth. The vcd was being used for femoral arterial closure following an interventional coronary procedure. The advancer tube was held in place at the skin while removing the balloon catheter. Manual compression was applied for less than 30 minutes to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. The sealant did not dislodge. The patient was noted to have recovered.

Manufacturer narrative:
Complaint conclusion: it was reported that a 6f/7f mynxgrip vascular closure device (vcd) was deployed "normally"; however, the plug was out of the body. The product was stored as instructed per labeling. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The patient was not thin and did not have shallow vessel depth. The vcd was being used for femoral arterial closure following an interventional coronary procedure. The advancer tube was held in place at the skin while removing the balloon catheter. Manual compression was applied for less than 30 minutes to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. The sealant did not dislodge. The product was not returned for analysis. Review of lot f1715902 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. It should be noted that if a proper position of the tamping tube was not maintained and/or failure to hold the advancer tube in place during catheter removal, the sealant could be dislodged from the vessel wall. Per the mynxgrip instructions for use (IFU), step 2: place the sealant, it instructs users to grasp procedural sheath, withdraw it from tissue tract and continue retracting until shuttle locks onto black handle. Failure to fully retract the procedural sheath during sealant placement, to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, could cause the sealant to be dislodged from the vessel wall. Based on the product history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.